Manufacturer narrative:
Follow-up # 1 date of submission 11/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was undamaged and secured properly to the pump; a power loss was not observed. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump intermittently lost power. It was also alleged that the pump battery compartment was cracked, and the yellow o-ring of the battery cap was visible while attached. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.